Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that "the doc was inserting the stem, started to impact it and the stem inserter snapped off inside the stem."